Manufacturer narrative:
Device evaluated by MFR.: returned device was consisted of a gladiator balloon catheter with no other devices. A visual examination of the balloon material identified a longitudinal tear in the balloon. The tear was located at 0.5cm distal to the distal markerband and it extends proximally along the balloon for 2.5cm in total length. An examination of the tip found that the tip was deformed. It appeared that the tip as inverted. However, it was noted that the condition of the tip would not contribute to a balloon rupture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. It was reported that the balloon was inflated above its rated burst pressure. (B)(4).

Event description:
It was reported that during an angioplasty procedure, a balloon burst occurred.access was obtained via left brachial cephalic atriovenous fistula. The mildly calcified target lesion was located in the lower/ upper cephalic vein. A 10.0 x40, 75cm gladiator balloon dilatation catheter was used to pre dilate the target lesion. Upon the first inflation, the balloon ruptured at 20 atmospheres which is above rate burst pressure. The balloon was retrieved intact. No patient complications reported and the patient status was good.

Event description:
It was reported that during an angioplasty procedure, a balloon burst occurred. Access was obtained via left brachial cephalic arterovenous fistula. The mildly calcified target lesion was located in the lower/ upper cephalic vein. A 10.0 x40, 75cm gladiator balloon dilatation catheter was used to pre dilate the target lesion. Upon the first inflation, the balloon ruptured at 20 atmospheres which is above rate burst pressure. The balloon was retrieved intact. No patient complications reported and the patient status was good.

Manufacturer narrative:
(B)(4).